Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). Pin 6 was confirmed to be damaged/recessed on the im receptacle. The 90164 im receptacle cable was replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 6 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states reported an injector module failure with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. No impact or harm to the patient reported. On (B)(6) 2018, a mallinckrodt internal employee identified a damaged/recessed injector module (im) receptacle pin 6 on the head of dsir (B)(4). This is being reported as it is considered a reportable malfunction and was found during visual inspection of the device during service.